Manufacturer narrative:
(B)(4). Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported a patient experienced ¿pustules/crusting/tenderness¿ to the left nasolabial, the doctor ¿was concerned for bacterial and herpetic infection, however all testers were negative¿, ¿one papule about 1cm below the left ¿campus¿, ¿the patient also developed a diffuse rash to what is believed was from the doxycycline¿, ¿irritated and itchy and had more papules and erythema¿, face ¿feels dry¿, event ¿could be occlusive in nature¿, ¿red¿, and ¿few pimples¿ after a patient was injected in the marionette lines and nasolabial folds with 1 cc of juvéderm® ultra xc. Treatment is noted as tylenol, advil, doxycycline, valtrex, hydroxyzine, claritin, desonide (steroid gel), keflex, and 800 units of hyaluronidase. There were erythema/tiny pink papules, no pustules, tiny neovascularization. Event resolution is unknown at this time.